Event description:
It was reported that a ems was used during a hernia repair procedure. It was reported by the affiliate that the instrument jammed during the procedure. A new device was used to complete the case. There was no consequence to the pt.